Event description:
The patient exhibited symptoms of hypersensitivity local to the injection sites within 7 days of the initial treatment. The patient was seen by the physician 21 days after onset of symptoms, which were intermittent. Physician prescribed topical steroid cream and reactine 10mg. P.o. 1 tab qd.